Manufacturer narrative:
Method of evaluation: actual device not evaluated, manufacturing review, - review of the device history record for lot sp100092, - review of lifecell's complaint management system. Results of evaluation: no failure detected. - wound necrosis is a documented wound healing complication associated with implant-based breast reconstruction with or without the use of an adm (acellular dermal matrix). Multiple factors may contribute to wound healing complications including surgical technique, tissue quality (poorly vascularized tissue), thinness of mastectomy flaps and post operative wound management. Tissue necrosis is most commonly related to inadequate perfusion of breast tissue after mastectomy or after reconstruction and patient risk profile. The available evidence does not conclusively demonstrate that the use of strattice (or other adms) increases the risk of necrosis. Qa investigation into sp100092 resulted in no remarkable findings with no other complaints reported against the lot other than the 3 complaints reported together from dr. (B)(6). No deviations or nonconformances with impact to product quality or patient safety were revealed during processing. - as of 12/3/2015, of the (B)(4) devices released to finished goods for lot sp100092, (B)(4) devices have been distributed. - lot sp100092 was terminally sterilized and met all qc release criteria. Conclusion code: device not returned; known inherent risk of procedure. While this patient received strattice devices from lot sp100092 bilaterally, the wound necrosis only presented in the left breast. Initially, the patient was treated with debridement of necrotic tissue with the strattice left in place. The first recurrence of wound necrosis lead to the removal of the breast implant, excision of a portion of the strattice and significant cutaneous debridement of necrotic tissue. A tissue expander was inserted and the remaining strattice device was left in place. The second recurrence of wound necrosis lead to further debridement, removal of the remaining portion of the strattice device and exchange for a new tissue expander with healing achieved and no further complications reported. Qa investigation into sp100092 resulted in no remarkable findings, including (B)(4) devices distributed with no other complaints reported against the lot other than the 3 complaints reported together from dr. (B)(6). No deviations or nonconformances with impact to product quality or patient safety were revealed during processing. Lot sp100092 was terminally sterilized and met all qc release criteria. No further actions required as no nonconformance was confirmed. Wound necrosis is a documented wound healing complication associated with implant-based breast reconstruction with or without the use of an adm (acellular dermal matrix). Multiple factors may contribute to wound healing complications including surgical technique, history of radiation therapy, tissue quality (poorly vascularized tissue), thinness of mastectomy flaps and post operative wound management. Tissue necrosis is most commonly related to inadequate perfusion of breast tissue after mastectomy or after reconstruction and patient risk profile. The available evidence does not conclusively demonstrate that the use of strattice (or other adms) increases the risk of necrosis. Based on the qa investigation and the reported information including the same lot implanted in both breasts with the wound necrosis limited to the left breast, the wound healing complications reported are considered unlikely related to the strattice. However, based on dr. (B)(6)' s statement, whereby he affirmed that although the skin flap was considered thick and well perfused, this patient did have previous radiotherapy to the affected breast which is a risk factor for wound healing and that he is unable to exclude a relationship between the events and strattice, the device as a contributing factor to the healing complications could not be ruled out. Device explanted in 2 stages, not returned.

Event description:
Lifecell received notification from the competent authority in (B)(6) of 3 voluntary vigilance reports filed directly to (B)(6) by the surgeon. This report is associated with patient #3 (refer to MDR 100306051-2015-00054 for patient #1 and MDR 1000306051-2015-00055 for patient #2). The (B)(6) year old female with a history of ductal carcinoma underwent a tumorectomy of the left breast with sentinel lymph node removal, chemotherapy and radiotherapy in (B)(6) 2012. This patient was subsequently identified as a carrier of a constitutional brca1 mutation and elected to undergo a bilateral prophylactic mastectomy in (B)(6) 2015 with immediate reconstruction with the implantation of silicone implants and strattice devices. In (B)(6) 2015, the patient returned with exposure of the strattice on the left side at the incision (same breast that was treated with radiotherapy). The patient was treated with simple debridement of necrotic tissue and the strattice remained in place. In (B)(6) 2015, the patient returned with a new occurrence of exposure of the device on the same side. The patient was returned to surgery for removal of the breast implant and a portion of the strattice with significant cutaneous debridement of necrotic tissue. A partially inflated inflatable implant (tissue expander) was inserted and the remaining strattice device was left in place. In (B)(6) 2015, the patient returned with another occurrence of exposure of the device on the left side. The patient was returned to surgery again for further debridement, removal of the remaining portion of the strattice device and exchange for a new tissue expander. Healing was achieved with no further complications reported. The right breast was unaffected. Through follow up communication, the physician reported that he made his best effort to place the incision in front of the muscle and not in front of the strattice while suturing, however, the strattice was exposed through the incision. The physician reported that the skin flap was considered thick and well perfused with the only patient risk factor being the previous radiotherapy on the affected breast. Exact implant date, incident occurrence date and explant date is unknown. Only month and year is available at this time.